Manufacturer narrative:
The product is not being returned because the customer sent the device to a third part vendor for repair. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h4, h6 and h10. Based on the results of the legal manufacturer's investigation, the subject device was not returned, and the cause of the reported phenomenon, ¿fan or air compressor is noisy¿, was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source fan or air compressor is noisy. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.